Event description:
During an in clinic follow up, increased capture threshold was observed on the right ventricular (rv) lead. A micro-dislodgement was suspected but not confirmed. An x-ray was performed and found no anomalies. The rv lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
The report events were dislodgement and high capture threshold. As received, a complete lead was returned in one piece with the helix fully extended and clogged blood/tissue. The helix extension was within specification. The report event of high capture threshold was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. The visual and x-ray examination of the lead did not find any anomalies except for the damage found consistent with procedure damage.